Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had difficulty in inserting this right ventricular (rv) lead to the device. Boston scientific technical services (ts) then suggested to pinch the terminal boot upon insertion or may use sterile water or mineral oil to lubricate. However, the physician opted to use another device. The rv lead remains in service. No adverse patient effects were reported.